Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there is no information on the device function. No additional information is available.

Manufacturer narrative:
(B)(4). Broken jaw ramp the analysis results of the device found that it was received with the jaws ramp broken. In an attempt to replicate the reported incident, the device was tested for functionality and it malformed the clips due the broken jaw ramp. The batch record was reviewed and no anomalies were noted during the manufacturing process.